Event description:
It was reported that the insulin pump alarmed motor error. Customer is experiencing high blood glucose. The highest blood glucose reading was 420 mg/dl. Customer treated with bolus; no alarm occurred. Customer checked the blood glucose after two hours; the blood glucose reading was 300 mg/dl. Customer changed the infusion set, tried to deliver a bolus, the insulin pump alarmed halfway no delivery. The current blood glucose reading is 380 mg/dl. During troubleshooting, the time and date are correct. Programming is correct. The high pressure test failed twice. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.